Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: event description, manufacturer contact office and event problem and evaluation code. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: red particles, opening extended on radius and device was underweight. A visual and microscopic analysis was performed which identified a sharp opening on radius due to a surgical impact opening, a stress mark in the shell, wear abrasion and creases/folds. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to a surgical impact opening the reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture and patient¿s concern with the product. Device was explanted.